Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary. Two photos and 8 loose 10ml syringes were received. The samples were visually evaluated. All syringes had missing print in the upper half of the barrels¿ markings between 6ml and 10ml. The print was observed to have been scratched off as evidenced by the scuff marks in the missing print areas of all the samples. Acceptance/rejection was determined by print missing more than 50% of any one item, such as a grad line, per product specification. 2 of the samples had acceptable print quality per product specification, while 6 samples had rejectable print quality. Potential root cause for the missing print defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0127987 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that a syringe 10ml ll bns had scale marking permanency issues before use. The following was reported by the initial reporter: "please find attached form rfv21.004 following two non-conformities detected in production (syringe graduations erased) on : bd seringule 10ml luer lock bulk luer lock. Your reference : 301029. Our reference : 76210104. Your lot : 0127987. Our lot: 518575. Please inform us of the causes of this non-compliance as well as the corrective and preventive actions taken to avoid any recurrence. Clément mettray will get back to you concerning the methods of taking back the defective goods. Quantity received/ quantité reçu : 40800. Blocked quantity/ quantité bloquée : (B)(4). Description : printing defect on syringes (graduations erased). Pictures/photos: yes/ oui".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 10ml ll bns had scale marking permanency issues before use. The following was reported by the initial reporter: "please find attached form rfv21.004 following two non-conformities detected in production (syringe graduations erased) on: bd seringule 10ml luer lock bulk luer lock. Your reference : 301029. Our reference : (B)(4). Your lot : 0127987. Our lot: (B)(4). Please inform us of the causes of this non-compliance as well as the corrective and preventive actions taken to avoid any recurrence. (B)(6) will get back to you concerning the methods of taking back the defective goods. Quantity received/ (B)(6). Blocked quantity/ (B)(6). Description : printing defect on syringes (graduations erased). Pictures/photos: yes/(B)(6).